Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. H3 other text : discarded by user.

Event description:
It was reported that after a surgical procedure at the user facility the tip was bent. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required.

Event description:
It was reported that after a surgical procedure at the user facility the tip was bent. There were no reported adverse consequences; there were no significant procedure delays; there was no medical intervention required.